Event description:
Customer reported an issue with touchscreen responsiveness of pump, as the screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level. Customer attempted a pump reset without success and then transitioned to multi-dose insulin injection (mdi) as backup therapy. Technical support provided instructions for putting the pump into storage mode and arranged for return of the problematic pump with a pre-paid label for replacement.